Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a dynamic hip screw (dhs) implantation procedure an unknown 4.5mm cortex screw head broke as the surgeon was placing it in conjunction with a dhs plate. The surgeon had to use a broken screw removal set to retrieve the broken screw and then use another screw to complete the procedure. The reported issue resulted in a 30 minute surgical delay. This report is for one unknown dynamic hip screw plate. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for one unknown dynamic hip screw plate. Part and lot numbers were not provided by reporter. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.